Event description:
The baxter representative reported that the refurbished pumphead modules failed the accuracy test before any attempt was made to use the product. The reporter stated that two channels (a and c) failed the accuracy testing. No patient injury of medical intervention occurred as a result.